Manufacturer narrative:
The pump gave an alarm due to a faulty component on the remote frequency board. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 60 mg/dl and has treated with breakfast. No further information reported.